Event description:
It was reported that the customer had high blood glucose and the insulin pump was malfunctioning. Caller stated that they have to double the insulin rate in the customer's insulin pump, and customer's blood glucose still high. Caller stated that the customer's insulin pump battery compartment is fracture and a chunk fell off. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.